Event description:
It was reported that the patient had a damaged desktop charger cord. The patient stated that the plug was broken. A replacement desktop charger was sent out. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6)); product type: 0213-recharger. Due to the patient having multiple implants, it was unknown which implant was being used with the desktop charger (37761), brand name restore; product ID 97713; (serial: (B)(6)); implant date: (B)(6) 2017; brand name restore; product ID 97713 (serial: (B)(6)); implant date: (B)(6) 2017. H3: product ID 37761 (serial: (B)(6)), was returned for analysis and found the cable assembly was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.